Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found three defects in a bd¿ slip tip syringe. ¿black foreign matter in syringe barrel and brown foreign matter in barrel tip; printing scale was not well printed; flange damaged¿. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a nurse found three defects in a bd¿ slip tip syringe. ¿black foreign matter in syringe barrel and brown foreign matter in barrel tip; printing scale was not well printed; flange damaged¿. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: samples were received for evaluation by one of our quality engineers. The samples revealed skewed print, embedded foreign matter and damage to the syringe therefore the failure modes are verified. A quality alert has been issued to all applicable employees. One retained sample was also returned and used for testing. DHR review: (B)(4) was produced on 2/7/2017 with zero defects found, nothing reported of any machine down time. Investigation conclusion: skewed print- can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Emfm- embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections. Damage-possible jam from the misalignment of the load fingers or chains that press the syringe into the printing pad.

Event description:
It was reported that a nurse found three defects in a bd¿ slip tip syringe. ¿black foreign matter in syringe barrel and brown foreign matter in barrel tip; printing scale was not well printed; flange damaged¿. The device was not used and there was no report of injury or medical interventions.